Event description:
It was reported to philips that the defibrillator capacitor energy was low. There was no patient involvement.

Event description:
It was reported to philips that the defibrillator capacitor energy was low. There was no patient involvement.